Event description:
The following description of the event was documented by a carefusion technical support specialist in response to phone conversations with a user facility representative. "[Name removed] called to request field service on this vent. It alarmed circuit occlusion on a patient, alarm was heard and pt. Was taken off this vent and put on another with no harm to patient. This vent is in quarantine at this time awaiting our fse to come check it out and fix. I am dispatching this call..."

Manufacturer narrative:
On (B)(4) 2015 carefusion requested additional information via email from the user facility on the reported event. As of (B)(6) 2015 there has been no response from the user facility. The carefusion field technician evaluated the device and was unable to verify/reproduce the reported event. Therefore no cause of the reported event was determined. As a precaution, the carefusion field service technician calibrated the device's pressure transducers and ran the device through a complete checkout per the service manual. Upon completion, the device was returned to the user facility's control ready to be placed back into service.